Event description:
It was reported dust was found in an exactamix 250 ml eva tpn bag during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 - november 28, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and a dark or gray particulate object was easily identified in the bag. The reported condition was verified. The cause of reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.